Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-07117. It was reported that patient presented with noise on both the right ventricular and atrial leads. Physician capped and replaced both leads on (B)(6) 2020. The physician stated that they also saw an insulation breach on both leads. Patient condition post-procedure was stable.